Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and the excessive no delivery test. The pump had an intermittent button response due to the corroded keypad traces. The pump had a broken belt clip slot. There was no moisture damage noted on the electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's granddaughter reported via phone call that her grandmother's insulin pump broke. Caller stated that when they brought the customer to the emergency room, they removed her personal belongings and the pump was in the bag as well. Caller stated that the pump was exposed to water and there is fluid under the lcd display. Customer was in the hospital due to cancer. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.